Manufacturer narrative:
Button error alarm due to corroded keypad traces. Pump received with cracked display window corner, battery tube threads, reservoir tube lip, scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Blood glucose level at the time of the incident was 419 mg/dl. The customer did not recall any significant events leading up to the error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.